Event description:
It was reported that the patient had been using the vns therapy magnet to disable stimulation due to painful stimulation. It was noted that the pain resolved with the magnet disablement. The patient then came into the clinic and the vns showed a "current cannot be delivered" message. It was reported that the patient could not feel magnet swipe stimulation. System diagnostics could not be completed due to error code 254. Further troubleshooting was completed, and it was identified that magnet swipes were not registering. The magnet was swiped adequately, and the magnet swipe counter did not increase. At this point a stuck reed switch was suspected, so rapid magnet swiping to try to dislodge the reed switch was attempted. Afterward, stimulation still could not be felt, and the same output current error was seen. A generator reset was performed, and then the generator was able to be interrogated. Low impedance was seen, and the generator was disabled due to error code 4, which indicates a manual generator reset. The low impedance following generator reset likely confirms the reed switch failure. Tablet data was downloaded and sent in for review to confirm. Decoder review or the generator was completed. A "stim inhibited" condition was confirmed, and it persisted even after the magnet was removed from over the generator, indicating that the reed switch was likely stuck closed. The generator reset was performed on, and the generator was reinterrogated and found to be in a "stim stopped" condition. Diagnostics following this generator reset showed low impedance, which is further indicative that the reed switch is stuck in a closed position. Apart from the evidence of a reed switch failure, no anomalies were seen in the tablet data. Device history record was reviewed for the generator. The generator passed all quality control measures, and no unresolved nonconformances were identified prior to distribution. No known surgical intervention has occurred to date. No additional relevant information has been received to date.